Event description:
Customer experienced a returning issue with creatinine outliers. They did not provide data for eval. The time frame and number of patients impacted is unk. A medwatch report was submitted previously for a similar, prior event for this customer. Reference prior medwatch 1823260-2009-02378. The modules is scheduled to be exchanged on (B) (6) 2009. No info was provided to determine if errant results were reported or if any adverse events occurred. If additional info is received, appropriate notification will be provided.